Manufacturer narrative:
Additional information: field e1 initial reporter email updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was replaced completely due to a cylinder aneurysm. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was replaced completely due to a cylinder aneurysm. No patient complications were reported.